Event description:
It was reported that during a laparoscopic gastric bypass, there were firing issues with the reload. The reload did not completely fire, and staples at the distal tip were not deployed when stapling the sleeve of the stomach. The fellow assisting in the procedure initially believed the firing was complete based on the feel of the manual handle, but upon inspection, it was evident that the reload had not fully fired. No intervention was required to resolve the issue. No patient injury and complications had been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass, there were firing issues with the reload. The reload did not completely fire, and staples at the distal tip were not deployed when stapling the sleeve of the stomach. The fellow assisting in the procedure initially believed the firing was complete based on the feel of the manual handle, but upon inspection, it was evident that the reload had not fully fired. The same handle was used with another reload to complete the case. No patient injury and complications had been reported as a result of this event.